Event description:
See 1219856-2005-00215 for first event involving same pt. It was reported by physician to arrow clinical support that on his second attempt (with a new arrow iab) to insert iab through another MFR's sheath (cordis 8 fr) that he was unable to get balloon portion of iab through sheath. He stated that it became very flimsy and kept bunching. As a result, a datascope iab was inserted through a datascope sheath w/o further difficulty. There were no reported pt complications.